Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, pacing system analyzer measurements could not be performed due to right atrial lead noise. The lead was not used and replaced. The patient was stable.